Event description:
It was reported that a patient present with a st segment elevation myocardial infarction (stemi) and that with a right femoral artery access, after successful pre-dilatation with a 2.0 x 12 mm mini trek balloon, a xience xpedition 3.0 x 23 mm stent was implanted in a totally occluded mid, left anterior descending artery without difficulty. Routine post dilatation was completed with a 3.0 x 12 nc trek balloon. Stenosis went from 100% to 0% with timi 3 free flow obtained. Two hours after the procedure was complete, the patient experienced chest pains (angina) and electrocardiogram (EKG) changes, no myocardial infarction (mi) found. An angiogram was done with findings of a thrombus from the proximal lad to the mid lad. The patient was taken back to the catheterization laboratory and with a left femoral access a thrombectomy was done. Medications, reopro was administered, and two xience xpeditions 3.0 x 38 mm and 2.75 x 12 mm stents were implanted in the proximal lad. Routine post-dilatation was done and the stenosis went from 100% to 0% with a timi 3 of good free flow obtained. The patient is stable. Reportedly, the physician stated he believes the thrombus was possibly from the use of a generic plavix medication that is not as effective as the brand name. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.